Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing was not performed on the returned ar-9545-t15-02 due to the damage to the device. Visual evaluation was performed, and noted the driver tip is twisted/bent. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause is attributed to over-torquing/over-engaging the driver with the screw head.

Event description:
On 01/26/2024, it was reported by a sales representative via (B)(4) that an ar-9545-t15-02 driver shaft tip broke. This occurred during a case with no negative impact on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.